Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 02/11/2020 and placed into service on 10/01/2020 with battery pack serial number (B)(6) . On (B)(6) 2022 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2022. The AED continued to flash its red asi and chirp until (B)(6) 2022 when a series of replacement battery packs were inserted. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
A customer reported their AED battery is depleted but hasn't reached the expiry date yet. They did not report that this event occurred during patient use.